Event description:
It was reported that the patient presented for an implantable cardioverter defibrillator, right atrial and right ventricular lead revision procedure on (B)(6) 2018. The patient's implantable cardioverter defibrillator had exhibited an alert for possible high voltage circuit damage on (B)(6) 2014. Additionally, the device had reached elective replacement indicator on (B)(6) 2017. The patient's right atrial and right ventricular leads had exhibited low and out of range impedance. The right ventricular lead also exhibited a loss of capture. During the procedure, the leads were noted to be tightly twisted in the pocket. Multiple breaks in the lead conductors were noted. The right ventricular lead was capped and replaced. The right atrial lead was capped. The device was removed and replaced. The patient did not experience any adverse events throughout.

Manufacturer narrative:
Analysis for the device was normal. No anomalies were found. An arc mark was found on the can consistent with lead to can arcing due to a lead anomaly.